Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was almost 472 mg/dl at the time of the incident. The patient¿s current blood glucose was 1598mg/dl. The customer reported that they had diabetic ketoacidosis. The customer had pain and vomiting, and treated with insulin drip. The customer was wearing the pump at time of hospitalization. The customer was unable to perform high pressure test at this time. The insulin pump will not be returned for analysis.